Event description:
It was reported that the patient presented to the clinic for a follow-up. The right atrial (ra) lead exhibited undersensing due to p waves falling within the post-ventricular atrial blanking (pvab) period and incorrect measurement of the atrial tachycardia/atrial fibrillation (at/af) burden. Programming changes were suggested, no changes or interventions were reported. There were no patient consequences.